Manufacturer narrative:
Customer support concluded that there were no mechanical problems with the pump and that the blood glucose excursions were caused by incorrect basal rate programming. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported two hypoglycemic events on two successive mornings ((B)(6) 2011 and (B)(6) 2011) that required assistance from paramedics; she said that she refused hospitalization both times. She reported that the lowest blood glucose reading on the first morning was 20 mg/dl and the blood glucose on the second morning after treatment from the paramedics was 57 mg/dl. The pt stated that she experienced unconsciousness and seizures with both events. The pt said that she believed that she was given intravenous fluids and glucagon but was not certain. After the second event, it was determined that the 12:00 am to 6:00 am, basal rate was inaccurately programmed to deliver 4.400 units per hour; her correct rate was 0.400 units per hour. Review of the basal history revealed that she rec'd 35.805 units on the first day and 38.174 units on the second day whereas on the preceding days she rec'd 13.935 to 14.550 units per day. She stated that she believed that she edited the basal program by mistake. The pt reported that she removed the pump on the evening of (B)(6) 2011 on the advice of her physician. The pt noted that her fasting blood glucose on (B)(6) 2011 was 400 mg/dl and she was on using a backup plan for insulin delivery.